Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge; however, a cartridge alarm recurred. Consequently, it was decided that the pump would be replaced under warranty. The customer planned to use multiple daily injections as a backup therapy while waiting for the replacement. Technical support confirmed the customer's shipping address and provided instructions for returning the defective pump, which the customer understood and acknowledged.